Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported vision issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced component for evaluation, but the analysis has not yet been completed. As a result, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of evaluation and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. The isi technical support engineer (tse) reviewed the system logs at the time of the call. No related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. The surgical team was able to restore the system to an operable state and complete the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the right eye in the surgeon side console (ssc) went black. Prior to contacting intuitive surgical (isi) technical support, the operating room team restarted the system, however, without change. The caller (a nurse) confirmed the right and left eye were present on the vision side cart. The technical support engineer (tse) did not find any errors in the system logs. The tse proposed to the customer to adjust from a 3d vision to a 2d, by using the same image from the left eye channel on both the left and right monitor in the ssc. The operating room team agreed with the adjustment and proceeded with the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 07-sept-2021. The reporter indicated that the issue occurred during a da vinci-assisted proctectomy surgical procedure and confirmed there was no error message that occurred when the system was powered on. The patient was already under anesthesia and ports were placed when the vision issue was identified. The reporter confirmed the procedure was completed using one eye (2d vision).

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer complaint of no signal in one of the eyes. The unit was found to have a component failure. During evaluation, the hrsv was found to have electrical and fiber optic defects.

Event description:
Refer to h10/h11 for follow-up information.